Event description:
Patient presented with an infection at the neck incision. Physician placed a drain and treated with antibiotics. Patient returned back to the physician 3 days later with improvement at neck incision site. Physician removed the drain and recommended patient complete course of antibiotics.